Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after being in service for approximately 2 years of service. The device has been programmed to 6 volts in the atrium, and 2.4 volts in the ventricle. No shocking therapy has been delivered. The physician elected to explant and replace this device with a similar device. No additional complications were reported.